Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. After pre-dilation was performed, a 2.50x16mm promus element¿ plus drug eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent strut was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. The stent showed no signs of movement and was set equidistance between the proximal and distal markerbands.the bumper tip of the device showed signs of slight damage at the distal edge of the tip. This type of damage most likely occurred from applying excessive force to the device during advancement attempts. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system and may have occurred during advancement attempts to the lesion site. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. After pre-dilation was performed, a 2.50x16mm promus element¿ plus drug eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent strut was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.